Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported not available for return evaluation; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during treatment of an unruptured cerebral aneurysm, middle cerebral artery, after implantation of an lvis stent, 3 competitor embolization coils were implanted. The coil concerned was then inserted into the aneurysm through a microcatheter jailed into the stent. The coil was repositioned several times to be inserted into the aneurysm, but the remaining few centimeters of the coil did not seem to be fit inside the aneurysm. The coil was therefore attempted to be removed from the patient. Several centimeters of the coil was able to be removed, but the coil was stretched during removal and detached at the detachment part. The entire coil was removed from the patient using a snare and the coil was not used. Angiography revealed bleeding from the aneurysm. After bleeding was stopped by inflation of a balloon catheter, coil embolization was performed for hemostasis at the rupture point of the aneurysm and embolization in the aneurysm. It was indicated that the coil might have perforated the aneurysm. After the procedure, the patient woke up from the anesthesia and responded to a call from the physician.

Manufacturer narrative:
Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformance's. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications include, but are not limited. Verify to take care of this matter before do procedure. [Serious complications]. Hematoma at the site of entry. Vessel perforation. Aneurysm rupture. Parent artery occlusion. Incomplete aneurysm filling. Emboli, hemorrhage, ischemia, vasospasm. Clot formation. Revascularization. Syndrome, and neurological deficits including stroke and possibly death. With this use of this product, potential malfunctions may occur, but are not limited. Verify to take care of this matter before do procedure. [Serious malfunctions]. Coil migration or misplacement, premature or difficult coil detachment. Important precautions: manipulate the delivery pusher carefully. Do not advance it with excessive force. Determine the cause of any unusual resistance during operation. [Otherwise, the hes may become damaged or break.]. Important precautions: if a coil must be retrieved using a retrieval device, such as a snare, do not withdraw the coil into the microcatheter. Instead, remove the coil, the microcatheter and the retrieval device in parallel. [Otherwise, the coil may become damaged.]. Important precautions: move the hes with care to ensure that the microcatheter tip is placed properly. [Otherwise, the coil may become stretched, tangled, damaged or break.]. Precautions: important precautions: take care not to kink the delivery pusher while handling the hes. Stop using the deliver pusher if it has kinked. [The use of a kinked delivery pusher could cause damage or breakage to the hes.]. Conclusion: the physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.